Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported field event of an inability to communicate with the device was confirmed in the laboratory. Upon receipt, interrogation operation was not fully completed. Review of the device image noted anomalous data. Firmware was reloaded and interrogation with the programmer was normal. The cause of the anomalous data could not be determined.

Event description:
It was reported that prior to implant, the device would not communicate. The device was not implanted.